Event description:
Per the clinic, the patient developed an infection and skin overgrowth around abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025 in order to remove the abutment. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.